Event description:
It was reported that the external pulse generator (epg) ventricular output dial was faulty. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) ventricular output dial was faulty. The encoder assembly was out of specification electrical, the output connector assembly was broken. It was also determined at analysis that the hanger assembly was bent. The printed circuit board (pcb) was replaced due to error codes on two or more occasions. The capacitor was damaged on main pcb. The lock button was flat, but functional and the lower case was broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.